Event description:
User facility medwatch report received that states, "during an arteriogram the vascular closure device malfunctioned. The sheath didn't split completely and the star closure device and did not deploy. The patient was not injured." Customer report source contacted, and the following additional information was received. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic heart catheterization. The device was removed uneventfully and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.